Manufacturer narrative:
The actual sample(s) involved in the complaint event was received for evaluation. The reported condition was identified on the thirty-five returned syringe samples. The condition of the syringe leak beyond the rubber tip can be confirmed. The missing male tip of the syringe can¿t be confirmed on the reported samples. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for the two lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. All manufacturing requirements were met and in process testing was acceptable. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted. All thirty-five of the syringe samples were identified with a slight malformation of the syringe barrel near the 10ml mark and multiple scratches on the outside diameter of the syringe barrel. The visual inspection also confirmed the force creating the defect to the syringe, scratches and malformed the syringe barrel happened after the manufacturing process of hot stamp printing. During the flawless execution investigation it was observed that the force providing the malformation to the syringe barrel is located outside the assembly barrel transfer dial area. Documented evidence show that the assembly machine metal dial barrel contact point does not match the location of the malformation dents. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. All thirty-five of the syringe samples failed the leak testing, with water leaking beyond the rubber tip as the water was expelled. The report issue of leaking syringe during investigation was confirmed with 35 syringes samples failing. The missing male tip of the syringe can¿t be confirmed on the reported samples. Since the complaint was reported with two lots 609724x and 619050x and the received samples were a mix and not identified to any lot the standard inspection aql level can¿t be determined if the product met the quality specification. Determination of the potential root cause of - rubber tip syringe leakage, - outside diameter scratches/marks and - damaged/dented syringe barrel is hypothetical in nature due to the syringe being in use by customer and containing unidentified liquid. None of the complaint samples were returned in original condition and packaging for investigation. Potential contributing factors to rubber tip syringe leakage include, but are not limited to: unintended use or following IFU by prefilling syringe with additional processing which damage the syringe, not intended use or not following instruction standard using liquid which damaged the rubber tip. Following the review of the DHR and product trending results, the investigation concluded that the production of both lot 609742x and lot 619050x products was found to be compliant with all manufacturing and quality regulations and requirements. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. The manufacturing site issued a quality alert on the 20 ml manufacturing process line to heighten awareness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a syringe. The customer reports syringes leaked out around the plunger during product and some that are deformed visibly, right out of the tray. The defects they see are the black stopper being deformed and having no seal with the barrel of the syringe. Also, the tip of the syringe (where there is usually a male tip within the luer lock collar) not having the male tip.